Event description:
The manufacturer was notified that immediately after implantation of an optiform cphv that it was observed to be "non-functioning" on a post by-pass echocardiogram. The patient was put back on bypass, the surgeon re-opened the heart and rotated the valve, but was not able to get it to operate appropriately. The cphv was removed and prosthetic tissue valve was successfully implanted.

Manufacturer narrative:
Device evaluation: an evaluation of the device has begun, but is not yet complete.